Manufacturer narrative:
The batch record review for radiesse (+), lot: a00201310, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch: a00201310) and similar events were noted. This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Information in this case was sparse, pending further treatment and event details, as well as diagnosis or confirmation of the reported event, as it was reported ambiguously as both a vascular occlusion and vascular compression. Nevertheless, the reported event can occur after the treatment with radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this case was linked to (B)(4), referring to the same reporter. This spontaneous report was received from a us physician and concerns a patient. The patient was injected supraperiosteally with radiesse (+), on (B)(6) 2025. As reported, the patient was injected with 1 radiesse (+). Batch number was reported as a00201310 (expiry date: 13-dec-2026). The batch record review was received and the lot number for radiesse (+) was confirmed as a00201310 (expiry date: 13-dec-2026). A lot search in the global safety database was conducted. On (B)(6) 2025, 24 hours after the radiesse (+) injection, the patient experienced a vascular compression related occlusion (as reported), in the lateral mid and low face. The outcome of the event was unknown.

Manufacturer narrative:
The batch record review for radiesse(+), lot a00201310, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00201310) and similar events were noted. This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Information in this case was sparse, pending further treatment and event details, as well as diagnosis or confirmation of the reported event, as it was reported ambiguously as both a vascular occlusion and vascular compression. Nevertheless, the reported event can occur after the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 03-nov-2025: the reported event vascular compression related occlusion was changed to likely compression and was recoded from vascular occlusion to vascular compression. Off label use of device was added. The outcome of the event was reported as resolved. In the opinion of the reporter, the event was related to radiesse(+). This case was assessed by merz north america as serious. The event of vascular compression was assessed as equivalently expected as vascular compromise based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported erythema and mottling are considered to be symptoms of vascular compression and therefore were not coded. Off label use of device was coded only for formal reasons. Injection into the zygoma is no approved indication for radiesse(+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular compression was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this case was linked to case (B)(4), referring to the same reporter. This spontaneous report was received from a us physician and concerns a patient. The patient was injected supraperiosteally with radiesse(+), on (B)(6) 2025. As reported, the patient was injected with 1 radiesse(+). Batch number was reported as a00201310 (expiry date: 13-dec-2026). The batch record review was received and the lot number for radiesse(+) was confirmed as a00201310 (expiry date: 13-dec-2026). A lot search in the global safety database was conducted. On (B)(6) 2025, 24 hours after the radiesse(+) injection, the patient experienced a vascular compression related occlusion (as reported), in the lateral mid and low face. The outcome of the event was unknown. Follow-up information was received on 03-nov-2025: the reported event vascular compression related occlusion was changed to likely compression and was recoded from vascular occlusion to vascular compression. Patient initials, age, gender and weight (64 kg) were provided. She was 82-year-old at the time of the event. The patient was injected supraperiosteally with 1 syringe of radiesse(+) into the gonial angle, the mandible, and the zygoma (off label use of device). Radiesse(+) was not diluted. A needle was used. She was previously injected with botox® and with radiesse, on (B)(6) 2025. Her medical history included atrial fibrillation (reported as af). Concomitant medication included thyroid medication and eliquis. On (B)(6) 2025, one day after the radiesse(+) injection, the patient experienced a likely compression. The patient had superficial erythema and mottling, without pain. She sent a picture and was seen immediately by a plastic surgeon (as the reporting physician was leaving the country). The protocol was started with topical nitropaste (reported as ntp, twice daily) for 4 days and a warm compress. On (B)(6) 2025, it was resolved. No relevant laboratory test was performed. The outcome of the event was reported as resolved, on (B)(6) 2025 (changed from unknown). In the opinion of the reporter, the event was not permanent, the patient was not hospitalized, but treatment was necessary to accelerate recovery. In the opinion of the reporter, the event was related to radiesse(+). Therefore, the causality was changed from reasonable possibility to related.